Event description:
It was reported that lead extraction was scheduled due to externalization and low impedance. However, the lead extraction was not successful due to the patient suffering from cardiac tamponade and cardiac arrest that led to immediate thoracotomy. Then, the rv lead was explanted and patient was in stable condition and recovering.

Manufacturer narrative:
A partial lead was returned for analysis in three segments. A lead tip stiffness test could not be performed due to the missing distal portion. Externalized conductors due to internal insulation abrasion were noted at 3.5-7.5 cm from the distal end of the svc shock coil. Internal insulation abrasion was noted at 3.0-3.6 cm from the distal end of the svc shock coil. The etfe coating was intact at these locations. External insulation abrasion was noted at 24.5-25.2 cm from the distal end of the svc shock coil, consistent with lead friction to ICD can. The sensing conductor etfe coating was abraded and separated at this location. External insulation abrasion was noted at 16.8-17.2 cm from the connector pin, consistent with lead friction to the ICD can. The svc conductor etfe coating was abraded at this location. This is consistent with the observation from the field of impedance anomaly.